Manufacturer narrative:
(B)(4). Results: the distal shaft of the penumbra system 5max ace reperfusion catheter (5max ace) was slightly bent in multiple locations. There were no visible fractures or separated materials. Conclusions: evaluation of the returned device revealed the 5max ace was not fractured at any point along its length, and there was no visible separation of materials. Therefore, the root cause of the foreign material appearing on angiography could not be determined. The non-penumbra sheath and microcatheter were not returned for evaluation. Further evaluation revealed the 5max ace was slightly bent in the distal shaft. This damage may have occurred when the physician used stronger force to push the 5max ace through the ophthalmic artery. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician coaxially advanced the 5max ace and a non-penumbra microcatheter through a non-penumbra sheath toward the target vessel. While advancing the 5max ace, it became entrapped around the ophthalmic artery and became stuck. The physician used stronger force to push the 5max ace through ophthalmic artery; however, the 5max ace was unable to reach the target location. Therefore, the physician inserted a stent retriever to the target vessel and successfully removed thrombus using the stent retriever, the same 5max ace and the non-penumbra catheter. However, the final angiography revealed a foreign object left in the distal vessel of the right middle cerebral artery (mca). The physician believes that this foreign material is the 5max ace tip that fractured when it was forced to advance through the ophthalmic artery. Since the physician believed that the broken 5max ace piece was no risk to the patient; therefore, there was no attempts made to remove the broken piece from the patient. The procedure was completed once the thrombosis was removed. There was no report of an adverse effect on the patient.